Event description:
..

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that during a right colectomy procedure, "the device had leaked at anastomosis level". The condition of the patient immediately after the event was critical. A reoperation was performed on the patient. The device and reload were discarded. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.